Event description:
The account alleged that the nurse call and tv function is not working. The account has isolated the pendant, replaced the siderail interface board and communication cable but the issue remains.

Manufacturer narrative:
The account replaced the sidecom board to repair the bed.